Event description:
Home peritoneal dialysis training nurse reported that pt complained of fullness after fills 1 and 2 during a "ccpd" training session. The pt's prescribed fill volume was 2,000 ml and the cycler showed that pt was filled with the amount. Drain 1 showed 1,980 ml and drain 2 showed 680 ml but nurse noticed that drain bags were almost full. Nurse weighed the drain bags. They had approx. 7,500 ml in them. There was no serious pt injury.